Manufacturer narrative:
(B)(4).a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found leakage on a bd q-syte¿ luer access split-septum stand-alone device due to a cracked rim. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample unit was received for evaluation by our quality engineer team. Upon examination, tears were observed on the column wall and the top/bottom septum disks. Through testing, leakage was observed in the actuated position through the vent hole. A definite cause for the defects could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Device/batch history record review findings: 6323635 ¿ a total of 215,093 units were built on qfa line 4, from november 20, 2016 thru november 22, 2016. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. 6323633 ¿ a total of 180,010 units were built on qfa line 3, from november 23, 2016 thru november 26, 2016. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the observed defects. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: received one used q-syte unit within an open package from lot number 7003861. Microscopic evaluation: the septum was molded using the 16 cavity mold. Damage (tears) was observed on the septum top disk. Damage (tears) was observed on the column wall. Damage (tears) was observed on the septum bottom disk. No evidence of physical-mechanical damage was observed on the body of the q-syte. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated position. When the q-syte unit was tested in the actuated position leakage through the vent hole occurred. Root cause of this incident is indeterminate. A definite source that caused the column and slit tears could not be established, the column tear could contribute to leakage. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.